Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient requested help connecting a libre 3+ sensor with their ilet. The agent walked patient through setup on the ilet and mobile app, successfully getting the sensor into warmup and explaining the 60-minute warmup period. Patient noted he had been using multiple daily injection (mdis) and finger sticks for the past 4 days while waiting for new sensors and therefore had not been on the ilet during that time, which led to elevated blood glucoses (bgs). The highest bg reported was 595 mg/dl. Bg levels unaffected during the call. No symptoms experienced by the patient during the event and no medical intervention required.